Manufacturer narrative:
(B)(4). The device was manufactured in 1997. The mr730 respiratory humidifier was serviced by our regional office in (B)(4). We are currently waiting for further information to be provided. We will provide a follow-up report once the information has been received, and the investigation has been completed.

Event description:
A healthcare facility in (B)(6) reported that an mr730 respiratory humidifier would not heat up properly. It was stated that the humidifier displayed a maximum temperature of 30 degrees celsius, although the humidifier was hot. No patient consequence was reported.